Manufacturer narrative:
(B)(4). It was reported that, during set up on an 840 ventilator, the breath delivery malfunctioned and the ventilator became inoperative. The ventilator was not in use on a patient at the time of the reported event. The evaluation and repair were performed by a non-covidien service provider. The provider reported that short self-testing and extended self-testing on the device were performed and all tests passed; no parts were replaced. Covidien was not authorized to conduct the repair.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the breath delivery malfunctioned. Additional information has been requested.